Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their dentist. The dentist stated in the letter after a clinical evaluation and review of the patient's dental and orthodontic condition, it is determined that continuation of the byte treatment is not in the best interest of the patient's oral health, this needs to be discontinued immediately. This is based upon findings the current course of treatment not adequately addressing orthodontic needs and result in harm if continued. Patient complaint of aligners causing dental and alignment issues.